Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. It was reported that the aortic neck was severely angulated. It was reported that the physician attempted to insert the bifurcated stent graft through the artery; however, because of the pt's 90-degree aortic neck angulation and adequate proximal seal could not be obtained. The device was removed from the pt. The decision was made to convert the pt to open surgical repair. It was reported that the pt is fine. No additional sequelae were reported.